Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) patient stated she had been feeling uncomfortable since procedure. Patient stated she woke up and felt faint. Patient was sweating profusely, and felt like she would pass out. Patient stayed in the restroom until it passed and when she was heading back to bed, she collapsed and passed out on the kitchen floor. Patient status at the time of the report was alive-no injury. No device complications reported. No further symptoms reported/anticipated.